Manufacturer narrative:
This report is filed, february 23, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2016 the patient underwent revision surgery to have excess tissue excised. During the same procedure the abutment was exchanged. The implanted device remains.